Manufacturer narrative:
(B)(6).

Event description:
The customer called into technical support (ts) reporting that the device is failing to power on. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. In the remote controls of the device, it was determined that the power supply, power control card and keypad were defective. Air inlet filters are dirty. Further information is pending.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. The field service engineer replaced the power supply, power management pcba, front bezel, filter, air inlet, and cooling fan filter to resolve the reported issue. The device passed the required performance verification tests per philips standards.

Manufacturer narrative:
A quote for repair was provided to the customer and has not been approved. The customer has refused service and repair. As the device was not available for repair, no additional details regarding the resolution are available. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.